Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was place in the right intrahepatic bile duct of the patient for a percutaneous drainage procedure. As reported, the physician attempted to perform drainage but "air was aspirated and drainage could not be conducted." The device was replaced and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 05aug2019 investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned for investigation. The mac-loc was returned in the un-locked position. Biomatter was present along the catheter tubing, but no surface damage was observed. During leak testing, leakage was observed where the end of the connector cap and hub connect. There is no evidence to suggest the device was not manufactured to the correct specifications. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for the complaint lot revealed one related nonconformance, and the device was scrapped out prior to lot release. This issue is inspected 100% during the manufacturing process. The related subassembly lots revealed no related nonconformances. A database search revealed no other complaints have been reported for the complaint device lot. As adequate inspection activities are in place, all related nonconformances have been scrapped out prior to lot release, and there have been no other complaints from the same lot received from the field, there is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.